Manufacturer narrative:
H4: the lot was manufactured on dec 2021. H10: the actual device was not available; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity test and under water leak test were performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked total parenteral nutrition through one of the connections. This was identified prior to patient use, during the installation of the set to a bag for administration of total parenteral nutrition. There was no patient involvement. No additional information is available.